Manufacturer narrative:
One device was returned for repair with complaint that the device had a double beep no cassette attached alarm. Visual/functional testing was performed. The reported problem double beep no cassette was verified by functional testing. The probable cause is a faulty downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: exact day unknown but reported that event occurred in november of 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a double beep no cassette attached alarm. There was no patient involvement.